Event description:
It was reported the patient had lost 22 pounds and was feeling discomfort at the ipg site. It was reported the system was working effectively. The patient reported she wanted to lose more weight before meeting with the physician regarding moving the ipg to a different location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.